Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of over 700 mg/dl. Bg was treated with intravenous insulin and saline. Reportedly, cause of high bg was due to the cartridge running out of insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however, reportedly customer sustained heart failure.